Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (fse) that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) drive manifold test was failed. There was no patient involved.

Manufacturer narrative:
Updated fields: b4; d9 return to manufacture date; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, problem code; h11 a getinge filed service engineer evaluated the unit and replaced the drive manifold and ran test. All functional and safety test performed. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (B)(6), (B)(6) 2025.the failure analysis and testing dept. Received part number with a reported unit failure of the drive manifold test.the fat performed a visual inspection and found the part to be in good condition.the fat installed the manifold in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed.retaining the part in the failure analysis and testing department per procedur rev. Au.

Event description:
N/a.